Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 179 and 159mg/dl. The customer¿s expected am fasting blood glucose test result range is 94-109mg/dl and expected pre-dinner and bedtime expected blood glucose test result range is 92-129mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/15/2023 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly; customer stated other vials are stored in the bathroom. The meter memory was reviewed for previous test result history (time not set): result 1: 117 mg/dl; date: (B)(6); time: 12:06am; fasting/ not sure she thinks sometime in the morning. Result 2: 88 mg/dl; date: (B)(6); time: 8:19pm; fasting/ before dinner. Result 3: 134 mg/dl; date: (B)(6); time: 8:02am; fasting/ breakfast. Result 4: 115 mg/dl; date: (B)(6); time: 8:00pm; fasting/ before diner. Result 5: 179 mg/dl; date: (B)(6); time: 10:03am; fasting/ before breakfast. Result 6: 159 mg/dl; date: (B)(6); time: 10:03am; fasting/ before breakfast.

Manufacturer narrative:
Sections with additional information as of 28-jan-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.